Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer loaded a new cartridge to address the reported issue and resumed insulin delivery. The customer reported a blood glucose (bg) level of 258 mg/dl. However, the customer stated that the bg level was due to recently eating food and not the reported event. The bg level was addressed with a bolus via the pump. Additionally, it was reported that the customer filled tubing while connected at the site. Reportedly, the customer was fine and declined a follow up with tandem's technical support.